Manufacturer narrative:
G4: 01aug2020. B4: 05aug2020. The power management (pm) power control board assembly (pcba) was returned to the manufacturer for failure investigation (fi). The c285 shorted on the power management (pm) power control board assembly (pcba) created the 35 v supply failure, auxiliary alarm supply failure, blower stalled, and patient circuit occlusion. The determination could be made that the device failed to meet specifications. There is a relationship between the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01may2020. B4: 07may2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The fse confirmed the unit declared a 35 volt failure.the service technician replaced the power management (pm) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
It was reported that the unit's touchscreen froze and the unit was inoperable. The unit also continued to alarm until the battery was removed. The device was in use at the time of the event; however, there was no patient harm.